Event description:
It was reported that the pacemaker recorded a lead safety switch (lss) due to an out of range impedance measurement above 3000 ohms in a non-boston scientific right atrial (ra) lead. During in clinic testing, normal impedance measurements were exhibited, so the device was reprogramed to bipolar configuration. Technical services (ts) reviewed possible causes and recommended to continue to monitor. This pacemaker system remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).